Manufacturer narrative:
Maquet cardiovascular received the device on (B)(6)2010. A supplemental report will be submitted when the investigation is completed. (B)(4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the hs-3045 (B)(4) seal did not deploy correctly into the aorta. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.